Event description:
It was reported that the port was implanted on 5/20/98 for chemotherapy. On 8/3/98 the pt experienced pain in his shoulder. An x-ray was taken and a leak was detected. The port was removed and replaced without complication. The pt's active life style and the position of the port may have resulted in the catheter being pinched at the clavicle.